Event description:
It was reported that the customer's insulin pump had no response from the act button during an attempted prime/fill. The customer's reported blood glucose value was 3.7 mmol/l. A replacement insulin pump will be sent to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent act button response due to a flattened dome switch. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.